Event description:
It was reported that "1 month old baby already intubated after surgery. In order to aspirate the closed system (trachcare), the cobb connector needs to be removed from the tube. Difficult to disconnect - it took nearly 10 minutes with 2 nurses. High risk of extubating the patient. Discomfort for the baby". Additional information states that the patient desaturated, however it was not reported to what percentage. The patient's current status is reported as "stable."

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Representative sample safety clear endotracheal tube - plain - murphy - sterile pack size 3.5 was returned for investigation. Based on visual inspection the sample met all specifications. Based on dimensional checking for the sample received, all meeting the specification. In addition, as per stated in IFU the connector assembly features of et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Based on verification, the return sample measurement meeting specification, however, manually unable to detach connector from tube. The device history record for lot 40e23k0017 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation, the defect mode on the tube connector cannot be disconnected from the tube was matches with the complainant report. The root cause was identified as manufacturing related. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "1 month old baby already intubated after surgery. In order to aspirate the closed system (trachcare), the cobb connector needs to be removed from the tube. Difficult to disconnect - it took nearly 10 minutes with 2 nurses. High risk of extubating the patient. Discomfort for the baby". Additional information states that the patient desaturated, however it was not reported to what percentage. The patient's current status is reported as "stable".